Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a rotator cuff repair procedure, the truepass suture passer grasping mechanism could not open or close due to a faulty spring mechanism. A part of the jaw also broke off. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided image revealed the torsion spring has extended beyond the outer profile of the upper jaw. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with component failure. Factors, which could have contributed to the complaint event, include an application of excessive stress or use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The spring on the suture grabber at the distal end of the shaft is fractured. The device shows wear from use. A functional evaluation found the device would not function properly due to the broken spring. A review of the customer provided image revealed the torsion spring has extended beyond the outer profile of the upper jaw. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with component failure. Factors, which could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.